Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had significantly elevated threshold that were measured at high threshold values. The lead was capped and was replaced. No patient complications have been reported as a result of this event.